Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the high-definition autoclavable camera head has a "feeling of wire cut". The issue was found during an unspecified event. There were no reports of patient harm.

Event description:
The customer further reported the malfunction occurred during a laparoscopic retroperitoneal tumorectomy with the physician. The intended procedure was completed without delay with a same-model device.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation. The returned device was evaluated, and the user's request of a ¿poor image¿ was confirmed due to faulty image censor (ccd). Additional issues identified were; a flaw in the camera cable, twisted camera cable, corrosion at the electrical contact point of the video connector, and a loose scope mount. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: olympus will continue to monitor field performance for this device.